Event description:
It was reported that patient experienced ineffective stim due to the fractured lead. As a result, the lead was explanted and replaced restoring effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.